Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Review of an image provided by the customer is consistent with the instrument missing part of the tip. Root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace head fractured, and a fragment fell inside the patient. It was confirmed that the fractured part was completely removed, and no fragment remained in the patient. The procedure was completed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 08/22/2024, additional information was obtained from the customer. The incident took place on (B)(6) 2024. During the operation, the surgeon found that the instrument could not be used normally. After taking it out, they found that the instrument was disconnected. The instrument was unpacked, installed on the robotic arm and used for approximately 30 minutes after completion of inspection. The surgeon was dissecting at the time of the issue. The surgeon found that the instrument could not be used normally during use, and the examination after removing the instrument found that it was disconnected. The patient was not injured as a result of the issue. The harmonic ace instrument involved in this event was returned for failure analysis evaluation. The harmonic insert was found to have a broken blade. The blade broke at roughly 0.13¿ from the base and the broken piece was returned. Components adjacent to the broken blade did not show damage.